Event description:
It was reported that a blue foreign matter is visible in the device.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. One small blue plastic thin fragment could be observed inside the blister package. Further inspection of the piece disclosed it appeared to be plastic ¿flash¿ from its own cutter driveshaft. Some ¿flash¿ is typically generated when inserting the inner tube (cutter) into the plastic driveshaft, as part of the inductive welding process. However, this is manually removed as part of the process, as per our procedure. Review of the device history record of the subject part and lot number disclosed no manufacturing issues that could be related to the reported failure condition. Based on the investigation, the most probable root cause for the observed plastic ¿flash¿ debris can be attributed to workmanship (procedure not followed). The inductive welding process procedure includes instructions for removal of any ¿flash¿ generated as a result of inserting the inner tube (cutter) into the plastic driveshaft. Additionally, subject plastic ¿flash¿ debris was not captured during the particles inspection check or packaging stage. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Event description:
It was reported that a blue foreign matter is visible in the device.